Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there was a b30 error message and the distal end of the insertion part was burned. However, the definitive root cause of the issues could not be determined. It is possible that the insertion tube under the control section was squeezed, the connection between the bending tube and insertion tube came off, the scope connection cover was internally corroded, the charge-coupled device unit was broken in the insertion section, there was abnormal electrical continuity at the electrical contacts in the connector due to water invasion, the biopsy channel opening was internally turned brown and partially melted, the distal end of the device was in contact with mucosa, the accessories were not pointed out far enough until the green mark set on the sheath of the accessories was visible, or the accessories were energized without the electrodes having been in contact with the tissue. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that initially, an image is captured, then the image is altered until it is completely lost while using the flex video scope. There was no patient harm associated with the event.